Manufacturer narrative:
(B)(4). Event date not available sueta et al. 2015 a case of repetitive and simultaneous stent thromboses international journal of cardiology.

Event description:
Physician successfully implanted one resolute integrity drug-eluting stent in a lesion in the rca with 99% stenosis. Patient was placed on dapt. Approximately 7 months post index procedure the patient had total occlusion of the rca due to stent thrombosis which was treated 2 days later with a non-mdt stent. Approximately 10 days later the patient suffered acute inferolateral myocardial infraction and it was revealed that the patient had total occlusion of the rca due to stent thrombosis which was treated with thrombectomy, ballooning and placement of a non-mdt stent. The patient's antiplatelet medication was increased.